Event description:
Cs contacted our customer service (B)(6), 2008 and indicated that he developed a blister type sore about the size of the silver dollar after using the thermotex heating pad. Mrs. (B)(6) saw a physician and he stated that it appeared that she had some type of a staff infection that was possibly drawn to the surface by the heat of the pad. Mrs. (B)(6) was taking antibiotics and was doing much better when I spoke to her again in june.